Event description:
Use of amo's complete moisture plus caused severe eye infection, which caused two dr visits, medication and other misc. Expenses. User wore day and night soft lenses. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction: no.